Event description:
A distributor of infutronix received a complaint from a biomed tech, who reported "failed volume accuracy-low". This was discovered during testing. Vtbi infused was 9.23 and 9.26 (expecting 10.0, with minimum to pass at 9.5) no medication was infused. Device operator was a biomed tech. There was no patient involvement. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
Device has been received. A follow up will be submitted when the analysis is completed.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was ran on the pump. The volume infused was 97.72 ml. The programmed volume was 100 ml. So, the flow rate deviation is -2.28%. The flow rate accuracy is within +/- 5%, which meets the passing criteria.